Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right migrated essure device was lodged within intestines') and pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was noted to be patent" in (B)(6) 2013. The patient's medical history included multigravida and parity 2 ((B)(6) 2003, (B)(6) 2010). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and fungal infection ("yeast infection"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("symptomatic uterine fibroids"). In 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and operative laparoscopy with lysis of pelvic adhesions, retrieval and removal of right essure device). Essure was removed in 2016. At the time of the report, the embedded device, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, abdominal pain, pregnancy with contraceptive device, urinary tract infection and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fungal infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion discrepancy: (B)(6) 2013; (B)(6) 2013 in (B)(6) 2013 hysterosalpingogram showed unilateral occlusion (left tube occluded). Advised to continue to use birth control because everything was not closed off. (B)(6) 2016 right essure removal. (B)(6) 2016 left essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2013: unilateral occlusion (left tube occluded). Sclerosis and closure of the left fallopian tube. However, the right fallopian tube was noted to be patent.. Pregnancy test on (B)(6) 2015: home pregnancy test positive. Most recent follow-up information incorporated above includes: on 10-mar-2020: plaintiff fact sheet was received and previously reported event injury was specified as: pregnancy (no complications), abnormal bleeding vaginal, menorrhagia, uti, yeast infection, symptomatic uterine fibroids, right migrated essure device was lodged within intestines, dysmenorrhea, pelvic pain, abdominal pain, failure to occlude (close) right fallopian tube(s); patient's date of birth and height provided; essure lot number b34602 inserted on (B)(6) 2013 and removed on (B)(6) 2016 right essure removal, (B)(6) 2016 left essure removal; new lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right migrated essure device was lodged within intestines') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was noted to be patent" in (B)(6) 2013. The patient's medical history included multigravida and parity 2 ((B)(6) 2003, (B)(6) 2010). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and fungal infection ("yeast infection"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient was found to have uterine leiomyoma ("symptomatic uterine fibroids"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and operative laparoscopywith lysis of pelvic adhesions, retrieval and removal of right essure device). Essure was removed in 2016. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, abdominal pain, pregnancy with contraceptive device, urinary tract infection and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion discrepancy: (B)(6) 2013; (B)(6) 2013 in (b(6) 2013 hysterosalpingogram showed unilateral occlusion (left tube occluded). Advised to continue to use birth control because everything was not closed off. (B)(6) 2016 right essure removal. (B)(6) 2016 left essure removal . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (left tube occluded). Sclerosis and closure of the left fallopian tube. However, the right fallopian tube was noted to be patent.. Pregnancy test - on (B)(6) 2015: home pregnancy test positive. Lot number: b34602 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right migrated essure device was lodged within intestines') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "right fallopian tube was noted to be patent" in (B)(6)2013. The patient's medical history included multigravida and parity 2 (B)(6)2003, (B)(6)2010). On (B)(6)2013, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and fungal infection ("yeast infection"). In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6)2014, the patient was found to have uterine leiomyoma ("symptomatic uterine fibroids"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and operative laparoscopywith lysis of pelvic adhesions, retrieval and removal of right essure device). Essure was removed in 2016. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, uterine leiomyoma, abdominal pain, pregnancy with contraceptive device, urinary tract infection and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6)2015. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fungal infection, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion discrepancy: (B)(6)2013; (B)(6)2013 in (B)(6)2013 hysterosalpingogram showed unilateral occlusion (left tube occluded). Advised to continue to use birth control because everything was not closed off. (B)(6)2016 right essure removal (B)(6)2016 left essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2013: unilateral occlusion (left tube occluded). Sclerosis and closure of the left fallopian tube. However, the right fallopian tube was noted to be patent.. Pregnancy test - on (B)(6)2015: home pregnancy test positive. Lot number: b34602 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is duplicate of case: (B)(4). All information from this case was added to case: (B)(4). No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.